Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t11809vrn. Retains of the complaint lot were tested with a low level positive tni sample, no results of <0.05 observed. No issues with tni recovery were observed, the lot performed properly manufacturing batch records for lot t11809vrn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2020, customer performed a comparison study to determine whether to implement the triage system at their site. Customer compared triage to their main analyzer, abbott architect 1000i and to the abbott istat. See reported discrepancies provided by the customer below: sample 1; could not find history. On (B)(6) 2020: 16:16 0.434 ng/ml - architect. On (B)(6) 2020: 17:10 <0.05 ng/ml - triage. Sample 2; hypertensive heart and chronic kidney disease with heart failure. On (B)(6) 2020: 16:09 0.101 ng/ml - architect. On (B)(6) .2020: 17:06 <0.05 ng/ml - triage. Sample 3; could not find history. On (B)(6) 2020: 10:13 <0.05 ng/ml - triage. On (B)(6) 2020: 13:55 0.095 ng/ml - architect. Sample 4; alcohol abuse with intoxication, abnormal results of liver function studies on (B)(6) 2020: 12:50 0.26 ng/ml - istat. On (B)(6) 2020: 13:25 0.332 ng/ml - architect. On (B)(6) 2020: 17:13 <0.05 ng/ml - triage. Sample 5; acute on chronic combined systolic and diastolic heart failure, myocardial infarction type 2, nonrheumatic aortic stenosis, hypertensive heart disease with heart failure, old myocardial infarction. On (B)(6) 2020: 11:32 0.26 ng/ml - triage. On (B)(6) 2020: 11:37 1.289ng/ml - architect. On (B)(6) 2020: 12:24 1.23 ng/ml - istat. Sample 6; gun shot wound. On (B)(6) 2020: 15:43 0.47 ng/ml - istat. On (B)(6) 2020: 16:18 0.511 ng/ml - architect. On (B)(6) 2020: 17:14 <0.05 ng/ml - triage. Sample 7; could not find history. On (B)(6) 2020: 16:04 0.172 ng/ml - architect. On (B)(6) 2020: 14:16 <0.05ng/ml - triage. Positive cut-offs: architect 0.07ng/ml, istat 0.05 ng/ml, triage no established cut-off. The customer stated triage results had no impact on patient care and triage was not used in real-time to assess patients. The only confirmed myocardial infarction (mi) was with sample number 5 and triage reported an elevated tni result.